Event description:
Mother reported that the insulin pump alarmed no delivery after loading the reservoir. Through troubleshooting it was noted that the insulin pump was working as designed. Customer's blood glucose reading at the time of the call was 537 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.